Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose (bg) level exceeded 500 mg/dl, indicated as "high," due to this issue. Multiple follow ups were made for further information about the high bg, however no response was received. The customer resumed insulin successfully.